Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery) and had a frozen screen. The customer reported a blood glucose value of 46 mg/dl. The customer experienced hypoglycemia, was treated in an ambulance with a carb intake and discontinuous use of insulin. The customer was acting confused and disoriented. The customer tried to eat to correct their blood glucose, but this resulted in vomiting. The event involved product(s) mmt-1885l. Troubleshooting was performed for the pump error, and the customer was not able to clear the error. Troubleshooting was performed for the frozen screen with no response from any button and the clock did not advance when observed for one minute. The customer also reported receiving an alarm. Error table indicated that a replacement is required. Troubleshooting was performed for the low blood glucose it was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-1885l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.